Event description:
Edwards received notification that a patient with a 3300tfx25mm valve implanted in the aortic position underwent a valve-in-valve procedure after four (4) years and six (6) months due to bioprosthesis calcification leading to severe prosthetic aortic valve stenosis and moderate aortic insufficiency. Echo showed mean pressure gradient 77 mmhg, vmax 5.17 m/s, ava 0.6 cm2. Echogenic density was present on echo on the lvot side of the aortic prostheses perceived to be calcium. As reported, echo performed approximately nine (9) months before showed normal function of the valve. The patient presented to hospital with shortness of breath and was admitted to hospital for pulmonary edema. A 26 mm transcatheter valve was implanted within the edwards surgical device. No issues were noted interprocedurally. Patient was noted as to be discharged.

Manufacturer narrative:
H10. Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including dyslipidemia.